Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/01/2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. The device has been received for evaluation. The data log was provided by the patient. The data was reviewed on 06/24/2016 and did not confirm the reported event of receiver error message for transmitter failure. A follow-up report will be submitted once the evaluation is complete. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and the test failed. The share log was reviewed and it did not contain anything related to the customers complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.